Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 409 mg/dl at the time of incident. The customer declined to troubleshoot for high blood glucose. The customer stated that there was greater than normal resistance while pushing the insulin with the plunger push during troubleshooting. The reservoir will be returned for analysis.